Event description:
Boston scientific received information that this right ventricular lead had been exhibiting a recent gradual increase in lead impedance measurements, when a recent clinical visit noted values had risen over 3000 ohms. It was further reported, that right ventricular thresholds had also increased, thus the physician elected to increase energy outputs at this time. While no adverse patient effects were reported, the physician suspected a lead integrity issue and recommended surgical intervention. To date, the product remains implanted and in service.

Manufacturer narrative:
In the absence of a returned product, this concludes our investigation of this case at this time.

Manufacturer narrative:
Once new information is received, a follow-up report will be submitted.

Event description:
During a subsequent visit, the physician confirmed that impedance values had remained high and elected to intervene. The lead was then surgically abandoned and another boston scientific lead implanted in the absence of additional adverse effects.